Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, intra-operatively, the fiber bronchoscopy could not pass through the end of the bronchi of the double lumen. The customer reported that there seemed like a bump inside. There was no patient injury.

Manufacturer narrative:
Evaluation summary: one device was returned for evaluation. An attempt made to pass the 10fr suction through the returned product shows that the suction catheter passes freely through the bronchial side of the tubing, however it will not pass through the tracheal side of the tubing. The 10fr suction will not pass beyond the distal cuff shoulder of the tracheal cuff. Information has been added to the database and trends will continue to be monitored. If information is provided in the future, a supplemental report will be issued.